Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly the alarm ultimately cleared. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using novolin insulin with the pump. Tandem customer technical support informed customer that novolin insulin is off-label per the user guide. Customer changed cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.